Manufacturer narrative:
Manufacturing site evaluation: according to the available information, there were no negative consequences for the patient. The instrument arrived with broken off lower jaw, the broken off part was enclosed. We used for the investigation our test and anaylsis equipment. Investigation we made a visible inspection of the instrument especially the jaw and the broken off lower jaw.the fracture surface shows the typically signs of a intercrystalline fracture caused by mechanical overload. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale the breaking of the jaw was most probably caused by clamping to much or to hard tissue.the IFU points out, to avoid clamping strong, rigid or very thick tissue. We found no hints for a manufacturing error or material failure.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperatively issue with a caiman. The product didn't seal correctly. There was no known patient harm. Additional information was not provided. The malfunction is filed under aag reference 400438316.